Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 08 jun 2020.

Event description:
The customer reported an alarm light emitting diode (led) failure. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician replaced the power switch overlay and the problem was resolved.